Manufacturer narrative:
Device evaluation added.

Event description:
Per salesforce complaint ID: (B)(4), it was reported that: patient complications: no patient complications description of the event: wire appeared to be damaged upon taking the wire out of the hoop. There appeared to be a separation of the wire at the distal tip.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Per salesforce complaint (B)(4), it was reported that: patient complications: no patient complications description of the event: wire appeared to be damaged upon taking the wire out of the hoop. There appeared to be a separation of the wire at the distal tip.